Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was confirmed and occurred because the device was insufficiently reprocessed. It is possible that the event occurred because the user performed work that deviated from the customer's instructions. The user was taught by olympus employees that checking the concentration of disinfectant solution after disinfectant solution waste was not a correct operation. The event can be prevented by following the instructions for use which state: oer-6 operation manual. Chapter 3 inspection before use: 3.1 precautions for inspection: to ensure that this equipment operates safely and reliably, inspect and clean all parts, and replenish or replace the consumables before use. Warning: be sure to perform the inspections and replenishment described in this chapter. Otherwise, it may not be possible to maintain the functional performance of this equipment. 3.11 inspecting the disinfectant solution¿s concentration level. Before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. If you have not checked the disinfectant solution concentration before starting the reprocessing process, you can check the concentration of the disinfectant solution during the reprocessing process. If the disinfectant solution fails to meet the minimum recommended concentration, follow the instructions in ¿ taking measures when restarting reprocessing process in the case of failure to check the efficacy of the disinfectant solution¿ on page 65. Warning stop the reprocessing process when the disinfectant solution fails to meet the minimum recommended concentration. Replace the disinfectant solution and perform reprocessing of endoscopes from the beginning. Otherwise, the reprocessing process may be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessor accessories were disinfected incorrectly. The issue was found during reprocessing. There were no reports of patient harm.